Event description:
The following case is from an european union country ((B)(6)). It was received through a business partner from the local health authorities ((B)(4)). Care narrative: (B)(6) (physician, serious). An (B)(6) female patient received a single dose of hyalart [another brand name for hyalgan] 20mg/2ml intra-articularly for knee osteoarthritis [date unk]. Subsequently, on (B)(6) 2012 the pt presented dyspnoea, eyelid oedema and hand oedema. The pt recovered without sequelae on (B)(6) 2012. The reactions were considered serious due to medical significance. No concomitant medications were reported. The reporting physician stated that the pt had received similar treatment with an unk product some years ago. No reactions were reported for the previous intra-articular administration. No further info was available.

Manufacturer narrative:
No batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If batch number is received, this complaint will be reopened and responded to accordingly. Conclusion: no investigation/no assessment possible. Case status: closed.